Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), hypoaesthesia ('other injury(ies) or complication (s) please describe: exploratory surgery - lost feeling in my legs.'), gait inability ('couldn't walk'), cyst ('essure created a cyst that had to be removed / tested for cancer') and enteritis infectious ('gastrointestinal or digestive system condition type: small intestine infection') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, major depressive disorder and anxiety. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)") and amenorrhoea ("no periods"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain"), 1 month 23 days after insertion of essure. In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain / loss specify which one: weight loss") and experienced weight fluctuation ("weight gain / loss specify which one: weight fluctuated") and enteritis infectious (seriousness criterion medically significant). In (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced libido decreased ("hormonal changes describe: low sex drive") and vulvovaginal mycotic infection ("infection (bladder / urinary tract / vaginal) - type: vaginal yeast infection"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced rash erythematous ("rashes or skin conditions - type: pruritic erythematous rash"). On an unknown date, the patient experienced hypoaesthesia (seriousness criterion medically significant), gait inability (seriousness criterion medically significant), cyst (seriousness criterion medically significant), depression ("depression"), herpes zoster ("rashes or skin conditions type: shingles on shoulders"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hips pain and knees pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (cyst removal, exploratory surgery and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, hypoaesthesia, gait inability, cyst, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, herpes zoster, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, weight fluctuation, enteritis infectious, alopecia, amenorrhoea, suprapubic pain, vulvovaginal mycotic infection, rash erythematous, abdominal pain lower, back pain, arthralgia and pain in extremity outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amenorrhoea, arthralgia, back pain, cyst, depression, dysmenorrhoea, dyspareunia, enteritis infectious, fatigue, gait inability, headache, herpes zoster, hypoaesthesia, libido decreased, menorrhagia, migraine, pain in extremity, pelvic pain, rash erythematous, suprapubic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: low sex drive, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: depression, rashes or skin conditions type: shingles on shoulders, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain and loss. Fluctuated, gastrointestinal or digestive system condition type: small intestine infection, hair loss, essure created a cyst that had to be removed / tested for cancer, no periods, spotting, vaginal yeast infection, rashes or skin conditions - type: pruritic erythematous rash, lower abdominal pain, lower back pain, hips pain, thigh pain, knee pain, couldn't walk, lost feeling in legs, did not undergo confirmation test. Event injury was deleted and device category changed from device other event to incident. Reporter information, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.